Event description:
It was reported that 14 sharps coll slide close 9gal red experienced lid/lid lock/lid latch deformed/damaged/broken. Product defects noted prior to use. The following information was provided by the initial reporter: the connecting part to the container of the lids were deformed.

Manufacturer narrative:
Investigation summary: according to the DHR review process; the result showed there were no issues reported like lid deformed during the manufacturing process of the lot number reported under this customer complaint. Based on the sample pictures the following observations were made: the condition of the part in the pictures sent by customer was evaluated and compared to a physical part from the regular manufacturing process and it was found two things. A) it was observed a deformity in the area where the customer is reporting the deformation. This condition cannot be seeing under regular inspection method (ocit001), specific viewing angle, lighting and inspection time are required to detect the condition reported. B) molded part is cosmetically acceptable as per acceptance criteria, however that condition can be further improving to prevent future events or affecting on production functionality. That condition was confirmed as manufacturing related and also was confirmed to be a condition produced due to a mold sealing. Because of that a repair was performed to continue working without affecting customer demand over this product. Root cause: mold worn out (seal region). Corrective action: tool repair on the locking tab deformation is needed. - completed 1084b tool performance are monitored to replace the inserts or rebuilt the tool (major repair) ¿ on going.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 14 sharps coll slide close 9gal red experienced lid/lid lock/lid latch deformed/damaged/broken. Product defects noted prior to use. The following information was provided by the initial reporter: the connecting part to the container of the lids were deformed.